Manufacturer narrative:
Field service engineer troubleshot system per the hydradjust dr service manual. The customer lowered the table down onto the footswitch control, while in the tilt position, preventing the table from moving to a level positon. The splash/crash guard system prevented the table from further impacting the footswitch. Fse put the splash guard back into the correct position, and re-secured the 2 retaining screws on the splash guard. Fse verified system operation per hydradjust dr service manual. System was returned to service by the customer.

Event description:
On 9/14: customer reports during a retrograde cystogram, the table would not return to the flat horizontal position. No pt or procedure info provided. Customer reports the table was in a position the pt was able to move to stretcher with no problems. No reported injury.